Manufacturer narrative:
Additional information received that no patient injured, and all the broken parts retrieved from the patient mouth. Since this is the case the 8000-opn-014 applies (broken parts retrieved - no patient's injury) applies to this event and is not reportable. Please disregard the initial report. Correcting this event from reportable to non-reportable after receiving additional information.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.this event will be reevaluated, as appropriate, if additional information becomes available.

Event description:
In this event it is reported that a reciproc blue, 4x, sterile file broke during use. Reportedly, no injury occurred. Outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during dhrs review (batches #1892905 and #1894233). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.